Event description:
The customer reported elevated troponin (accutni) level-three quality control (qc) and pts' results involving accutni on the access immunoassay systems. This report refers to reagent number two. The customer stated, data showed an elevated shift on qc and pt samples. Pt samples showed a shift greater than precision claims for the assay. Qc and pt shift was noticeable at recovery of approx 7ng/ml and higher. Pt results were utilized for pt correlation only. There was no pt consequence.

Manufacturer narrative:
Further investigation clearly showed recently fielded lots meet release specifications and key instructions for use (IFU) claims remain unchanged. Although, pt recovery was higher in recent fielded lots than those immediately prior, sensitivity and specificity remain unchanged and the product was deemed safe and effective on the basis of the data. Beckman coulter, inc will continue to investigate process improvements to reduce lot-to-lot variability. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 to october 23, 2010 for additional reportable events. Related mdrs: 2122870-2011-01432 and 2122870-2011-01607.